Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 110-115mg/dl fasting. Verified test strips expire 08/28/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 103mg/dl and 107mg/dl. Reviewed meter memory: (B)(6). Customer is concern with all these low results but especially results taken on (B)(6) 2015 @ 8:26am 60mg/dl and 8:24am 65mg/dl. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 110-115mg/dl fasting. Verified test strips expire 08/28/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 103mg/dl and 107mg/dl. Reviewed meter memory (B)(6). No adverse event reported.